Manufacturer narrative:
(B)(4).

Event description:
There were no reported glucose values available to search within the parkes error grid calculator. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No injury or medical intervention was reported.